Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 32mm tricuspid annuloplasty ring, the ring was explanted and replaced with a 29mm bioprosthetic valve. The physician reported he was unable to repair the native valve to his liking using the annuloplasty ring and opted to implant a bioprosthetic valve instead. No additional adverse patient effects were reported.